Event description:
It was reported that during patient treatment with a gambro cartridge set, the connection between the tubing and a loose chamber was observed which resulted in an external blood leak and blood loss (amount unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.